Event description:
The customer reported to olympus while the 190 series scopes were connected to the evis exera iii xenon light source a b30 communication error occurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information was requested from the reporter. While speaking with the olympus technical assistance center (tac), the customer was asked if the b30 error had been cleared before connecting a new scope, and stated it had not. The customer was instructed to shut off the tower, disconnect the scope, plug in the scope, and boot up the tower. The customer confirmed that the b30 error had occurred once more. The customer was instructed to shut off the tower, disconnect the scope, plug in a new 190 series scope, and boot up the tower. The customer stated that the b30 error had occurred again. The customer was advised to inspect the clv-190 socket for dust or debris, and he stated the socket was clean. The customer was asked if there was another cv-190 tower that was working normally and was confirmed there was. The customer was told to connect the known-good clv-190 to the problematic cv-190 and see if the b30 error still occurred. The customer stated that he will call back once the known-good clv-190 has been connected. The customer was contacted for more information regarding the issue. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.